Event description:
On (B)(6) 2012, patient reported the down button on the infusion device is defective. This was first noticed on (B)(6) 2012, and the issue was confirmed during the troubleshooting call. Patient had previously purchased a new infusion device that does not fall in the recall range. The alleged infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.